Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt) stated their stim "didn't work anymore so I had it taken out in june but I don't know the exact date maybe the 6th of june". Pt says the stim had not helped at all since the implant.